Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. A review of the data indicated that the non-reactive results were consistent with the assay's expected performance when the sample titer is below the limit of detection (lod), where the percentage of expected detection is below 95%. No product-related issues were identified during the product release review, stability review, or internal non-conformance review.

Event description:
The initial reporter alleged discrepant results were generated using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The customer's workflow for the patient donor included multiple tests over time. On (B)(6) 2019, the patient donor was tested with the cobas 6800 mpx assay, and the result was non-reactive. On (B)(6) 2019, serology testing (anti-hcv electrochemiluminescence immunoassay (eclia) on the cobas e 601 analyzer) yielded a reactive result. On (B)(6) 2019, serology testing (anti-hcv tests in two different laboratories using the alinity I and architect abbott systems) yielded non-reactive results. On (B)(6) 2019, an hcv rna test was performed, and the result was non-reactive; the assay used for this test was not specified. On (B)(6) 2019, serology testing (anti-hcv) yielded a reactive result. On (B)(6) 2019, serology testing (anti-hcv from frozen serum) also yielded a reactive result. On (B)(6) 2019, a new blood draw was tested with the cobas 6800 mpx assay, and a reactive result with a cycle threshold (CT) value of 44 was obtained. On (B)(6) 2019, a subsequent blood draw was tested with the cobas 6800 mpx assay, and the result was non-reactive. On (B)(6) 2019, serology testing (anti-hcv on the cobas e analyzer) yielded a reactive result. On (B)(6) 2019, a new sample was tested on three separate synergy lines using the cobas 6800 mpx assay, and all three results were non-reactive. On the same day, testing with the ampliprep/cobas taqman hcv qual assay on a new blood draw collected on (B)(6) 2019 yielded a non-reactive result. No blood was released as a result of these tests.